Event description:
This is one of two reports received from a registered general nurse. The patient commenced haemofiltration with accusol 35. The therapy settings were blood flow 200ml/h, predilution 1100ml/h, postdilution 3000ml/h and the temperature was 38 degrees c. Potassium chloride 20mmol was added to the accusol bags, but no medication was added through the lines. All 4 bags of accusol were mixed and were connected to the continuous renal replacement therapy machine. On (B)(6) 2010, 62 hours after commencing haemofiltration (and the lines being set on the machine), precipitation was observed after predilution pump and after postdilution pump. An alarm for balance check dialysate / effluent lines was noticed before the precipitation was observed. After the precipitation was noticed treatment was discontinued. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available. A batch review was performed and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).